Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device.

Event description:
User facility mandatory medwatch received, which stated the following: "patient on cardiac floor to receive investigational chemotherapy infusion. Chemo nurse from another floor hung infusion and set rate of 108ml/hr instead of the 1.8ml/hr rate that was ordered. Patient was moved to intensive care for monitoring - no other intervention required." Upon further query, the following info was provided: the customer contact stated the event was the result of an operator error in programming the device. The pump was programmed to deliver an unspecified concentration of g3139/genesense at a rate of 108ml/hr instead of the intended rate of 1.8ml/hr. After an unspecified length of time, the nurse noted the programming error and the therapy was stopped. Reportedly, the patient received "100ml in one hour." The patient was transferred to the intensive care unit for monitoring and was alert and oriented with "stable" vital signs. No medical interventions were required. Subsequently, the pt was discharged home and the therapy was resumed one week later. Though requested, no additional info was provided.